Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient's healthcare provider (hcp) reported that the patient experienced a hypoglycemic event on (B)(6) 2018 in which they were transferred to the hospital for treatment. Additionally, the patient's hcp stated that the patient often ignores/misses their alerts and alarms on the dexcom system; however, her husband notices them. It is unclear that there is no allegation that a malfunction of the system caused or contributed to this event. The hospital refused to provide information regarding the event. No additional patient or event information is available.